Manufacturer narrative:
Based on the information provided, it was determined that the sub-optimal tissue processing reported by the complainant was derived from the "factory 4hr xylene standard" protocol comprising 92 cassettes, which started in retort a at 16:43pm on (B)(4) 2017 and completed successfully at 04:30am on (B)(4) 2017. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 4hr xylene standard" protocol started in retort a at 16:43pm on (B)(4) 2017, from which sub-optimal tissue processing was reported. The root cause of the "drill noise" which was the subject of the initial report to leica biosystems could not be determined from the information available. The root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed, which may have been "furtht". Specifically, as reported by the fss from the site visit to the laboratory size of the tissue in the affected blocks was "much too large/thick for the 4 hour run" per the manufacturer recommended protocol duration for maximum tissue dimensions and different specimen types detailed in the section 8.2.1 of the leica peloris/peloris ll user manual section. It is also likely that regimen used to re-process the affected tissue samples may have further adversely impacted the quality of tissue processing.

Event description:
On (B)(4) 2017, leica biosystems received a complaint regarding "hearing drill noise during processing." On (B)(4) 2017, a leica applications specialist - core histology (fss) visited the laboratory in order to investigate the circumstances involved in this complaint. The fss documented the following information: "customer states that a thyroid case was very underprocessed and a tonsil block was slightly underprocessed. Tonsil case was not reprocessed. Thyroid case was reprocessed by 'soaking tissue in ipa and then rerunning the case on the 4 hour program.' The result was poor. Tissue now has a glass like texture to it and is described by the pathologist as dead.' It is severely over processed after the re-processing method used. The pathologist was able to make a diagnosis on all cases". The fss also documented that the size of the tissue in the affected blocks was "much too large/thick for the 4 hour run" per the manufacturer recommended protocol duration for maximum tissue dimensions and different specimen types detailed in the leica peloris/peloris ll user manual. The fss recommended that large pieces of tissue similar to those involved in this event be processed using a longer protocol; provided recommendations on general re-processing techniques and measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer, for which the variance was acceptable in all instances. The "drill noise" which was the subject of the initial report to leica biosystems could not be replicated by the fss; and a leica field service engineer (fse) was scheduled to visit the laboratory. On (B)(4) 2017, a field service engineer (fse) attended the customer site in order to assess the operation and function of the instrument. The fse performed system verification tests, for which all results were satisfactory, but was not able to determine the cause of the "drill noise" reported by the complainant.